Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 2-lumen sphincterotome cutting wire of the knife broke twice during a therapeutic endoscopic sphincterotomy. The device was replaced. The intended procedure was completed with a similar device. There were no reports of patients¿ harm. This report is report 1 of 2.